Event description:
The patient underwent full revision surgery due to high impedance. The explanted vns devices were discarded during surgery. No additional relevant information has been received to date.

Event description:
It was reported that the patient's generator was interrogated and found to be at end of service = yes pulse disabled. It was also noted that at the patient's previous appointment, the vns was interrogated and a malfunction/error was seen, indicating a suspected high impedance issue. The patient has been referred for replacement surgery. No known surgical intervention has occurred to date. No additional relevant information has been received to date.